Event description:
Reportedly, a 27mm mitral valve was explanted after an implant duration of approximately 27 months due to valve degeneration. Patient presented with shortness of breath, stenosis and regurgitation grade iii. Per the customer report, 'chronic rheumatic patient came with degenerative valve which had stenosis, severe pah, mild tr and re-do was done with a 27mm mechanical valve.'

Manufacturer narrative:
Method: device not returned. Information was reported late from the field by sales rep. No additional information provided. Operative report, hardcopy echo report, patient history and medications were provided and are being analyzed. Histopathology reportedly is to be provided but has not been received. The serial number for the device is unknown; therefore, no device history record (DHR) can be done until this information is provided. Implant date remains unknown. However, permission has been granted to dismantle the device for the serial number once the device is returned and the evaluation is completed. Patient discharged in satisfactory condition. Device is reported to be returned for evaluation. No information has been provide to indicate the condition of the device at explant.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: customer report of stenosis could be confirmed. Fibrous material was observed on the inflow aspect of leaflets 2 and 3. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. Fibrous material and host tissue restricted mobility in the leaflets and led to stenosis. Thickened and swollen tissue was also observed on the free margins of all 3 leaflets at all 3 commissures. Leaflet 1 had a tear at the free margin, tear measured approx 3mm. Leaflet 3 also had 2 cuts at the free margin, both cuts measured approx 2mm in length. Wireform was exposed between commissures 1 and 2. As received, 75% of the sewing ring was cut off. The x-ray demonstrated wireform between commissure 1 and 2 were deformed/distorted. Method: x-ray. Additional manufacturer narrative: the device is being dismantled for the serial number in order to complete the device history record (DHR) review. The evaluation demonstrated that stenosis was primarily due to host tissue overgrowth. Thickened and swollen tissue was also evident in the evaluation. This demonstrates non-calcific degeneration. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus over-growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification.